Event description:
The olympus representative reported a pressure sensor offset adjustment involving a hight flow insufflation unit. The issue was found during service/maintenance of the device. There was no patient involvement.